Manufacturer narrative:
The patient's weight fluctuates between (B)(6) to (B)(6). (B)(6). (B)(4). The voluntary user medwatch number is mw5089858. The excised mesh has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted during a robotic sacrocolpopexy procedure performed on (B)(6) 2017. According to the complainant, after the procedure, the patient was released from the hospital with a fever and the physician believed it to be normal because of the surgery. By the next morning, the fever spikes from 101 to 104 degrees fahrenheit, which continued for a week while she was hospitalized from an abscess on the mesh in the retrovisceral space. Furthermore, she had to undergo 3 more procedures to try to rid the fluid sac from her body. The first procedure was done by a specialist to aid in the drainage of the fluid sac through insertion of a drain in her bottom with hopes to get into the retrovisceral space to drain the abscess. The patient believed this was performed on the (B)(6) 2017 with another try two days later by reinsertion of the drain on the other side or reinsertion of the drain further in the patient. The final procedure was done that friday, (B)(6) 2017 which was the excision of the mesh through her vaginal wall and another drain was inserted vaginally in this area of the mesh that was then removed on christmas day or the day after christmas of 2017. Reportedly, the mesh is still intact for now excluding the transvaginally removed portion of the mesh that was about an inch. Reportedly, the infection/fluid abscess was attached to this portion of the mesh. Furthermore, the patient was on pain medication until the end of (B)(6) 2017 and have taken countless advil/ibuprofen over the last year, and a half for the stomach cramps and stabbing pains inside her area. Subsequently, the patient is now in physical therapy to aid her in treating her pain. The patient also underwent treatment for 6 months of intense antibiotics that caused their own side effects and damage to her body. She was given with 2 strands of antibiotics in the hospital for 2 weeks with a PICC (peripherally inserted central catheter) line. She went to the infusion center daily for 6 weeks after being released from the hospital on an antibiotic and then placed on oral levaquin until she stopped taking it at the end of (B)(6) 2018 due to all the adverse effects she was having. This antibiotic caused its own course of side effects that made her to be in physical therapy as well as due to the damage to her joints and tendons. Now, a year and a half later, the patient is still in pain and new complications have formed. The patient has an extremely painful vaginal area, in which she cannot have relations due to pain. Even an examine by the physician is extremely painful. Sometimes, a very sharp stabbing pain is felt by the patient that goes down to her insides (mostly on the back of her wall) and it would stop her in her tracks and until the stabbing pain subsides, she will just have to stand. She has a very bad burning almost always in her lower pelvis area with pulling pains mostly located on the right side that will double her up there in so many days. She can't even do her job anymore because of her constant lower (almost tail bone area) pulling pain. In addition, the patient has now trouble emptying her bowels due to rectocele. She also has bowel blockage that hospitalized her for a week in july and was just back in the emergency room (ER) this week for complications with emptying her bladder and/or leakage. Reportedly, this whole thing has been very difficult not only to the patient but also to her children whom have been told twice now to prepare themselves that the patient may not make it. The patient's life has been altered in so many ways by this device implantation, the mesh, and the infection from it. The patient is now contemplating the risks of having the mesh removed and what may or may not happen to her if she will do. The patient stated that she cannot continue in this pain every day, this constant pulling of her insides and the shooting pains from her back down to her legs. The patient added that this was supposed to make her life better, be a solution for her medical/ health condition. Instead, it has done the opposite for the patient and she does not know if her life can ever be even close to how it was before. She felt that she has no way out and it's either be in pain, discomfort and always to take medication just to have bowel movement or risk in going into surgery again to have this mesh removed and pray not to have complications from that.